Manufacturer narrative:
H6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the lower third of esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, when they started to inflate the balloon up to 4.5 atm, they noticed that it felt different, and the balloon ruptured. They attempted to pull the balloon out through the channel, but did not want to damage the scope, so they pulled the whole scope out and cut the balloon off. It was reported that no pieces of the balloon detached inside the patient. The procedure had already been completed with the original device by the time the balloon ruptured. There were no patient complications reported as a result of this event.